Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a loss of power was confirmed via the log file. A review of the submitted log file showed 120 events spanning approximately 8 days (day 938 ¿ day 946 per time stamp). There was a loss of power recorded after the event captured on day 940 hour 16 min 9 that caused the clock to reset. There was a white cable disconnect right before the loss of power. This issue could have been due to a dual disconnection or a contact issue with the clip. This event caused a pump stop that is covered under the pump investigation. The speed went back above the lsl after the controller was connected to batteries. There were no other notable alarms active in the log file. System controller, serial (B)(4), was not returned for analysis and remains in use. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while exchanging batteries, the patient reported losing power and the clock reset while on one battery. The patient was asymptomatic. Log file review captured one unexplained motor stop and two unexplained low speed hazards coinciding with the change system controller alarms and out of sequence timestamp/clock reset. No additional alarms have been reported.